Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the device was fired using a black reload with seam-guard; and the surgeon was firing near and existing staple line. During the firing, there were no unexpected noises and the handles returned back to their original positions. When the device was opened, the device cut and the staples that were deployed were goal-post in shape. A second device was opened and the case was completed with no patient consequences. The firing was not the first or second firing, but it is unknown which firing they were on.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, and damaged drivers. The analysis found that device was returned in good visual condition and with an ecr60t reload loaded in the device. The reload was received with the right side fully fired, left side outer row fully fired and two left inner rows partially fired. Upon evaluation of the reload, the cartridge body, some drivers and one piece sled were noted to be damaged. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process